Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the saturations read "99". The user re-calibrated and the normal readings returned to "99". The user re-calibrated again and the normal readings stayed. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of the is event.